Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump was alarming "system fault" when the mother was putting the child down for a nap. There were no reported adverse events.